Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic assembly. The pump also had corrosion found on the motor home switch. The pump was received with a cracked case at the reservoir tube window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he fell in the water and there was a crack along the reservoir chamber on the insulin pump. Customer stated that the power won't come back on. Customer's blood glucose is 121 mg/dl. Customer reported that the pump was exposed to fluid in the past with no visible moisture in the pump. Customer stated that the pump eventually shut off and won't turn on even with a new battery. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to back-up plan.